Manufacturer narrative:
(B)(4). The device were not returned to baxter for evaluation and therefore evaluations could not be completed. If the devices are returned, evaluations will be completed and supplemental reports will be submitted.

Event description:
It was reported that 3 spectrum infusion pumps were shutting off without user input. The customer stated that upon examination of the devices, it was noted that the battery contacts were "pushed/stuck in", creating an interruption in power. The customer stated that he cleaned the contacts on the devices and returned them to service, supposedly fixing the problem. It was also reported that there was no patient injury.